Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after nearly 4 months dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type iii, immediate load procedure was performed and bone graft was executed.